Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that a lead safety switch (lss) was triggered for the right atrial (ra) lead due to high out of range pacing impedance measurements two months earlier. Discussion with the patient noted that they had a procedure on the date of the out of range measurement. Review of the data stored in the pacemaker by boston scientific technical services (ts) found that oversensing of the minute ventilation signal was noted prior to the lss. Ts also observed that even in unipolar configuration the ra impedance was variable and went out of range at greater than 3000 ohms five days post lss and then came back into range. Further review found one month prior to the lss the ra lead amplitude decreased and the auto threshold measurements were out of range. Another manufacturer's right ventricular (rv) lead thresholds also increased suddenly from 1 volt to 2.9 volts around the same time the ra lead amplitude and threshold measurements changed. Ts stated that since the lead has only been implanted for approximately one year, further investigation regarding cause should be performed. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the right atrial (ra) lead and pacemaker were returned for analysis almost two months later, thus indicating a revision procedure had been performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.